Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 887c28. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with an gst60g reload present with the pan detached from the reload. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. In addition, 2 doubles driver and 1 single driver was noted missing. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 887c28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) . Date sent: 7/12/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, at the set-up of the fourth reload, it broke into two parts when stapling was activated. At the stapling, the device had an effect of slowing the motor as if it were forcing and an unusual noise when stapling. It was observed a dispersion of a large number of staples on the stapled organ (in addition to one partial stapling) and there was still a good portion of the unclosed staples on the feeder on the outside of the patient. Use of another device was used to complete the procedure.